Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, a total delamination of the valve and black particles in the fill channel. A leak test and microscopic analysis was performed which identified a total delamination of the valve. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.